Event description:
It was reported that during an ion lung biopsy procedure, the patient developed a pneumothorax that required chest tube placement. The physician reported the case was technically difficult due to the patient¿s multiple comorbidities, including fibrotic lung disease. There were no reported issues with the ion system, instruments, or accessories. The physician reported being unable to obtain a successful tissue sample. A chest tube was placed to manage the pneumothorax, and the patient was subsequently discharged. The physician reported the patient is unlikely to undergo another biopsy, but may be considered for a possible surgical resection at a later date. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.